Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed a falsely elevated architect anti-hbs result for a 34 year old male patient with chronic hepatitis b. The following data was provided: anti-hbs = 84.45 iu/ml, previous result was negative a new sample was collected and generated negative results. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 32364fn01 and the complaint issue. The overall performance of architect anti-hbs was reviewed using field data from customers worldwide. The median patient population result for lot 32364fn01 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect anti-hbs reagent for lot 32364fn01 was identified.